Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that the right ventricular (rv) lead did not fully insert into the header of this implantable cardioverter defibrillator (ICD) during implant. Troubleshooting was performed including rotation and mineral oil. The physician elected to use a different ICD to complete the procedure by shaving down the sealed rings on the terminal pin of the same rv lead. No additional adverse patient effects were reported outside of the prolonged procedure. This ICD has been received by boston scientific for further investigation.